Event description:
The customer alleged that when raising the operating table, it suddenly dropped or crashed at the end of a case. When testing the operation of the table it only moves in the lower and upper 10% of the table movement. No harm was reported in relation to this event. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The investigation is ongoing and results will be provided within a final report.

Manufacturer narrative:
During device inspection, a broken spindle for the main lift was identified which caused the initial allegation. The spindle was replaced and the device is working as intended. The defect main lift spindle was returned to the manufacturers plant for supplementary investigation. Test confirmed the spindle broke by two potential causes: wrong installation position in the column; and a wrong belt tension. Based on this, no further action is required.

Event description:
The customer alleged that when raising the operating table, it suddenly dropped or crashed at the end of a case. When testing the operation of the table it only moves in the lower and upper 10% of the table movement. No harm was reported in relation to this event. This report was filed in our complaint handling system as complaint # (B)(4).